Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient was seen in clinic for routine follow-up. The left ventricular lead exhibited loss of capture. Dislodgment was confirmed through diagnostic imaging. The lead was explanted and replaced on (B)(6) 2014. No patient complications occurred.